Manufacturer narrative:
(B)(4), date sent: 12/8/2023. D4: batch # 475c53. Additional information was requested, and the following was obtained: did the device jump every time trying to close or only when it was articulated? I only noticed it jump when fully articulated. Did the device jump similar every fire of the device? We only noticed it jump on 4 of the firings, when it was fully articulated. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number 475c53, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 10/3/2023. D4: batch # unk. Investigation summar. This is an analysis of a video submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the video shows a portion of the device and it can be seen articulated to the left side. However, the condition of the device cannot be assessed. Based on the photos no conclusion could be reached as to what may have caused the reported incident, the assignable cause of the reported complaint could not be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of the ethicon endo surgery quality process, all devices are manufactured, inspected, and released to approved specifications. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during laparoscopic gastrectomy procedure that as the stapler was being closed on the tissue, the stapler appeared to jump 3-4mm to the right while closing. They continued with the case and completed with no patient consequences.